Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Device was used for therapeutic treatment. In-fast ultra kit with braided suture was reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).